Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer was taken to the emergency room for high blood glucose over 400 mg/dl. Customer was experiencing symptoms such as vomiting. The customer's mother stated the insulin pump had alarmed motor error and was inquiring what it meant. Customer' mother stated she will call back to perform troubleshooting as the doctor had arrived. The device is not returning for analysis.